Event description:
The pt underwent the angioplasty procedure to treat the proximal left anterior descending artery. The lesion was a de novo and slightly calcified but not tortuous. There was 99% stenosis. After pre-dilation with a balloon (3.0x15mm: voyager) was conducted, cypher (3.5/18mm) was delivered to the lesion, and during deployment of the (sds) stent delivery system, the balloon ruptured at 10 atmospheres. Because the stent apposition was not sufficient, post-dilation with a balloon (3.5x15mm: quantum) was conducted and the procedure was safely completed. The product was clinically used and will be returned for the analysis.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.